Event description:
It was reported that the bd bactec¿ fx, instrument top, packaged produced 9 false positive results. There was no indication of confirmatory testing, or that results were reported to clinicians. There was also no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6): "suspected false positive 9 false positive were observed. 5 of them were occurred with bactec bottle cat#442022, lot#1160629 and all of them were occurred with in 1 hour."

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary: customer reported "false positives" on a bd bactec fx top instrument (p/n 441385, s/n (B)(6)). Complaint is unable to be confirmed with the information present. Root cause of the false positives is not known. Review of device history record for this instrument is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for this instrument and 0 additional work orders were observed for the complaint failure mode reported. Samples were not received by quality for investigation and thus, returned material investigation could not occur. Complaint history for ¿results¿ was reviewed for the month of february 2022. The upper control limit was not breached, and trends were not identified associated with this defect. Per baltrmbactecinstraph revision 15, the error related to this complaint is considered user inconvenience, which is an s1; reference row ID 1.2c. No new risks or hazards were identified.

Event description:
It was reported that the bd bactec¿ fx, instrument top, packaged produced 9 false positive results. There was no indication of confirmatory testing, or that results were reported to clinicians. There was also no report of patient impact. The following information was provided by the initial reporter, translated from japanese: "suspected false positive 9 false positive were observed. 5 of them were occurred with bactec bottle cat#442022, lot#1160629 and all of them were occurred with in 1 hour."